Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation was based on the log book analysis. According to the log book, the evita xl software detected an internal deviation and initiated a single warm start. The recorded alarm code refers to a soft key error and a false signal reset, which may indicate a bad soft key on the overlay or a problem with the encoder knob. As a safety feature of the ventilator, the ventilator software analyzes and verifies proper function of the device. If the device detects a deviation a warm start might be initiated. When such a warm start occurs, the device will briefly power off and then back on accompanied by an appropriate alarm and a screen reset. The emergency-breathing valve will open allowing for spontaneous breathing; however, manual ventilation with an alternate device may be considered necessary. A single successful warm start lasts approximately 8 seconds. The device reacted as specified to an internal deviation and performed a single warm start in order to remedy the problem. After the warm start the ventilation was continued without further user intervention. The local service support recommended the replacement of the evita xl e-set (includes front and back housing, rotary knob and keypad) as proactive repair measure. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation was started; the results will be provided in a follow-up report.

Event description:
It was reported, that the evita xl - screen resets while on patient. No patient consequences reported.